Event description:
A patient was defibrillated with adult multi-function defibrillation electrodes placed on the left anterior chest and right posterior shoulder. The medtronic lifepak 12 delivered one shock of 200joules thru the defib pads in which the patient was converted to sr. A reddened area approximately 3.25 inches in width and 5 inches in height in size with a secure seal visualized by the nurse. An odor was immediately noted.======================manufacturer response for medi-trace cadence adult multi-function defibrillation electrodes., covidien- medi-trace cadence (per site reporter).======================the sales representative will pick up the item.